Event description:
It was reported that boston scientific technical services (ts) was contacted by the patient because tones were being emitted from their subcutaneous implantable cardioverter defibrillator (s-ICD) last night. Ts referred the patient to their physician. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the red call doctor icon on the communicator was indicated due to a battery depletion (bd) notification. The battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted by the patient because tones were being emitted from their subcutaneous implantable cardioverter defibrillator (s-ICD) last night. Ts referred the patient to their physician. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the red call doctor icon on the communicator was indicated due to a battery depletion (bd) notification. The battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.